Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to the touch screen being damaged. Pictures were taken. Charge and boot tests were performed and passed. Functional tests were performed and failed the display pattern test and the lcd test. An attempt to navigate through the receiver main menu and sub-menus was performed and failed due to the touch screen being damaged. An internal visual inspection was performed and failed due to the touch screen being damaged. Pictures were taken. The touch screen was removed and replaced. An attempt to navigate through the receiver main menu and sub-menus using a good known touch screen was performed and passed. The log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.